Event description:
Same case as: 2134265-2014-07808 and 2134265-2014-07924. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter to visualize an unspecified lesion. During performing pullback, the liquid crystal display (lcd) display was normal; however, the motor drive unit (mdu) failed to pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).